Manufacturer narrative:
It was noted that no explants or further information (x-rays, op-reports, etc.) Will be provided by the surgeon or hospital because of hospital policy. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is experiencing pain and soreness. Initially she thought it was just a problem with her muscle. By (B)(6), she was concerned and by (B)(6) she was limping. She has had several tests and aspirations. She has pain in bursa, her motion is limited and can't lift leg 90 degrees. Will be seeing her surgeon on (B)(6) 2012. Additional information reported via sales rep indicated that the surgeon revised patient's right hip which was originally implanted by dr (B)(6) on (B)(6) 2011 because of pain.